Event description:
It was reported that the right atrial (ra) lead was dislodged and was noted at the beginning of the atrial fibrillation ablation. It was noted that ra lead exhibited loss of capture due to dislodgement. The patient presented for the ra lead explant procedure and the ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.